Event description:
It was reported that during a procedure involving 2 heli-fx appliers (both were inspected before use with no issues noted) , the endoanchors were being implanted prophylactically into a endurant stent graft. It was said that two endoanchors were implanted with the first applier without issue. The applicator then jammed during loading before the third endoanchor, which was still managed to be loaded. After several attempts to release the third endoanchor, both lights were activated simultaneously, and screw insertion was attempted; however, the screw slipped and the applicator twisted inside the prosthesis, though the screw did not come loose. It was confirmed the endoanchor was fully loaded before use. It was not during first stage deployment that the endoanchor slipped . It was said the applier probably but not for certain twisted because of the difficulty releasing the endoanchor. The second endoanchor had been fully deployed. The applier was changed, and after correctly loading and releasing one endoanchor, the replacement applier no longer completed the loading process. Neither applier displayed an error light. The patient did not receive treatment and remains alive with no injury. No patient complications have been reported as a result of this event. Per the physician the cause of the event was device error. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Film analysis conclusion: the reported loading and deployment issues could not be confirmed based on the post-implant CT images provided; therefore, the cause of the event cannot be determined. Pre-implant cts were not available for evaluation of the pre-implant anatomy. Additionally, procedural angiograms showing the deployment of the endoanchors were not available for assessment of the reported events, which limits the ability to fully evaluate potential causes or contributory factors. Product analysis deformation/twisting consistent with torque wind-up was noted to the distal shaft. A fractured endoanchor was loaded in the applier housing on receipt of the device. The handle was opened, and no fluid or blood was observed within the handle. There were no loose connections or components observed. Corrosion consistent with contact with liquid was observed to the control board connector pins, to the motor and under the button circuit board. The battery was removed and measured 4.28. A new battery was attached, and the unit powered up with the blue error light flashing, the forward light unresponsive and the back light flashing. It was not possible to read the eeprom codes due to the corrosion on the connector pins. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The forward button was pressed, and the motor advanced, deploying the fractured endoanchor. An in-house endoanchor was loaded and deployed with no issues noted. No other deformation evident to the remainder of the device. Additional review of the device was performed with r&d and manufacturing smes. Sme review confirmed that all o-rings were intact and the device could flush with no evidence of leaks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.